Event description:
It was reported that the atrial lead exhibited loss of capture. It was noted that the lead was implanted without use of a stylet. The lead was to be replaced.

Manufacturer narrative:
No medwatch form was received.